Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call power error. The customer¿s blood glucose was 75 mg/dl. The customer stated that the internal power source in the pump is unable to charge. Customer previously called to report power error detected. Power error detected recurred within a week of t/s previous occurrence. Insulin pump will be returned for analysis.

Manufacturer narrative:
Power error alarm due to j6 connector resistance issue.